Event description:
On (B)(6) 2012, the reporter called animas alleging that the down arrow button has completely stopped working. There is no known trauma to the pump, no rips, tears or peeling noted. The patient is not able to use the pump at this time and is on a back-up plan. The pump is worn under a garment and is cleaned with alcohol. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012 . Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. Testing confirmed there is no response of the up arrow and down arrow keypad buttons when pressed. The ok and contrast keypad buttons respond normally when pressed; however, they are hard to push and require multiple presses with increasing force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. It was originally reported that this pump was cleaned with alcohol. The user's manual for the pump instructs the user not to use household cleaners, chemicals, solvents or bleach to clean the pump and under no circumstances should you use an alcohol wipe of skin prep to clean your pump.